Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced hazy and unclear vision. The iol was exchanged for another lens model four months following the initial implant procedure. Additional information received and no patient harm reported.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were marked "not applicable" on the returned questionnaire. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter.information was provided that the non-toric 20.5 diopter add power +2.2/+3.2 was exchanged for a non-company toric, 20.0 diopter lens. This may indicate the replacement lens was a better selection for the patient's visual needs. The file will be reopened if the sample is received. The manufacturer internal reference number is: (B)(4).